Event description:
It was reported that the patient was seen in the emergency room experiencing presyncopal symptoms. A loss of right ventricular capture was observed in addition to decreased sensing values and some undersensing on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.